Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was stored in a cold environment. After bringing the device into her house, the representative interrogated the device and the battery voltage status measured 3.20v, but the gas gauge needle was not at bol (beginning of life).